Event description:
At about 5 months from the primary, the patient came in reporting stiffness. Rehabilitation has been performed in order to restore the joint mobility.

Manufacturer narrative:
Batch review performed on 15-apr-2025: lot 2349049: (B)(4) items manufactured and released on 09-apr-2024. Expiration date: 25-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 15-apr-2025: gmk-spherika 02.12.0210crr tibial insert fixed sphere cr size 2/10 mm r (k181635) lot 2342648: (B)(4) items manufactured and released on 06-dec-2023. Expiration date: 05-nov-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.ka03r femoral component spherika cemented s3r (k211004) lot 2315331: (B)(4) items manufactured and released on 06-sep-2023. Expiration date: 20-aug-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Manufacturer narrative:
Clinical evaluation: few months after primary tka, stiffness is felt by the patient and mobilization under anesthesia is carried out. According to the surgeon, this treatment solved the problem. Following a call with the surgeon, he told us that this is a type of situation that occasionally presents itself after tka, and he thinks there is no relation whatsoever with the device implanted.